Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose value was between 150-200 mg/dl. Reportedly, the alert cleared and the customer was able to charge the pump after leaving the pump plugged into a power source. Additionally, a different cable was used to charge the pump.